Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted lap sigmoidectomy with a sigmoid/rectal anastomosis, there were issues after firing the eea/hem stapler. The specific problems included anvil issues with the stapler, difficulty in removing the anvil from the cavity and the anvil being displaced after overturning. The surgeon turned the black lever to the left for two full 360 degree turns until a click was heard, and continued to turn until the anvil was displaced after overturning. The surgeon had to manually remove the anvil with hands up the rectum. No patient complications have been reported as a result of this event.